Event description:
Boston scientific received information that high out of range pacing impedance measurements were observed. The decision was made to replace this left ventricular (lv) lead, but removing the lead was unsuccessful. Therefore the lv lead was surgically abandoned. It was also noted the associated pg was replaced during the same procedure. There were no allegations against the pg. An epicardial lead will be implanted in the future, but the decision for now was to plug the lv port. There were no adverse patient effects reported.

Manufacturer narrative:
At this time there is no additional information. Should additional information become available this report will be updated.